Event description:
It was reported the luer hub was separated from the extension line when injecting saline in the central line. A new device was used and the physician finished the procedure. No patient harm or injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, 4-lumen cvc catheter for analysis. Signs of use in the form of biological material was observed inside the extension lines. Visual analysis revealed that the distal extension line had separated. However, the distal luer hub was not returned for analysis. Therefore, the point of separation cannot be officially verified as it is unknown if a portion of the extension line is still inside the luer hub. No other defects or anomalies were observed. The catheter body from the juncture hub to the distal tip measured 220mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The distal extension line outer diameter measured 2.14mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.422mm (.056"), which is within the specification limits of 1.420mm-1.500mm per the distal extension line extrusion graphic. A lab inventory guide wire with a diameter of .032" was inserted through the distal tip of the catheter. The guide wire was able to pass completely through the extrusion with little to no resistance. A manual tug test also confirmed that the distal extension line was secure within the juncture hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated; however, the actual luer hub was not returned. Therefore, the point of separation cannot be officially verified. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined without the luer hub returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the luer hub was separated from the extension line when injecting saline in the central line. A new device was used and the physician finished the procedure. No patient harm or injury reported. The patient's condition is reported as fine.